Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). The device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. It should be noted the rated burst pressure (rbp) for this device is 15 atmospheres as indicated on the product label and the armada 35 instruction for use (IFU), warnings section. The IFU also warns: inflation in excess of the rated burst pressure may cause the balloon to rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or detachment of device component reported for this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the moderately calcified, non-tortuous, unspecified vessel the armada balloon dilatation catheter (bdc) was inflated a second time using 27 atmosphere (atm) when the balloon ruptured and separated in the anatomy. The balloon fragment and balloon markers were successfully snared and removed from the anatomy without reported issue. A non-abbott bdc was used to complete the procedure. There was no reported adverse patient effect. Although a slight delay in the procedure time it was not clinically significant. No additional information was provided.